Event description:
Reporter indicated that vns pt had passed away. The pt was reportedly found sitting in a chair at home alone. The pt had reportedly been seizure-free for the last month. Cause of death is not known at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. The pt had reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Treating neurologist indicated that the relationship between the vns therapy system and the cause of death was unknown. No autopsy was performed.